Event description:
The patient fell which resulted in reproducible noise and a spike in impedance on this lead. This is all the information that was provided at this time. Should addition information become available, this event will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.